Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise and non-capture. It was noted that the lead revision was performed during the same procedure as the routine device replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.